Event description:
It was reported that the programmer radio-frequency (rf) head was unable to interrogate several patients. The programmer and rf head were changed, and interrogation was successful. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) loss of communication when the cable was moved. No visual sign of damage. Rf (radio frequency) head cable intermittent failure.